Manufacturer narrative:
The event occurred in (B)(6). Reference the following medwatches with patient identifiers for the following systems: (B)(6) - system 1 - accu-chek mobile, (B)(6) - system 2 - accu-chek aviva.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 28 mmol/l (mobile) system 1 and 9.4 mmol/l (aviva) system 2. Customer ignored mobile reading and took the aviva result to be true. Customer was feeling fine during the readings. Customer has used up all of the cassette tests. No adverse event reported. Requested return of suspect device and replacement was sent.